Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were degenerative disc disease and spinal pain. The patient experienced decreased therapeutic effect or increased pain. The healthcare provider did a dye study at their office and did not see anything abnormal and a rotor study looked fine. At the surgery everything was connected and the catheter had good csf flow. The patient had informed the company representative about their symptoms when the company representative read the pump at the time of the revision on (B)(6) 2015. The drug being delivered at the time of the event, the other medications the patient was taking at the time of the event, the patient's pertinent medical history, when the lack of therapeutic effect started, and the cause of the lack of therapeutic effect not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.